Event description:
Customer reported device = 892 mg/dl around 4 pm. Customer went to the hosp due to the high result. Hosp device = 242 mg/dl. Customer was given antibiotics and insulin. No controls used. A request was made for return product and replacement product was sent.